Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient has been placed on temporary hold in-center due to low albumin. Follow-up with the patient¿s pdrn revealed the patient underwent an upper gastrointestinal (gi) scope and was diagnosed with stomach inflammation (gastritis). As a result, the patient¿s pd catheter (not a fresenius product) was removed, and the patient was transitioned to hd for 30 days (reevaluation to occur on (B)(6) 2026) to allow time for her ¿gut to rest.¿ additionally, the nephrologist stated the transition will provide the patient with a break from pd and will allow time for the patient¿s albumin level to improve. Per the pdrn, the patient¿s hypoalbuminemia was due to the patient¿s poor diet (specifics not provided), and loss of albumin during ccpd therapy. The patient was reportedly treated with onsp (abbreviation not recognized), diet counseling, and periactin 4 mg (prescribed (B)(6) 2025). Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency.

Manufacturer narrative:
Clinical investigation: based on the available information, the liberty select cycler can be disassociated from having a causal or contributory role in the serious adverse events experienced by the patient. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.